Manufacturer narrative:
B5:17may2021. The biomedical engineer reported that the unit was left unplugged overnight in diagnostic mode. The battery depleted. The unit cannot turn itself on in diagnostic mode. The battery had been replaced in (B)(6) 2021. The unit was fully charged and passed the power fail and internal battery test and was returned to service.

Manufacturer narrative:
The customer reported that the unit was not in use on a patient.

Event description:
The customer contacted product support and reported that the unit was off and began to beep. The customer reported that this unit just had the front bezel replaced. The customer reported that the unit was not in use on a patient. The customer reported that the unit was sitting outside the office and was not connected to alternating current (ac), been sitting in storage for over 2 weeks, waiting for repair, and not connected to ac. The customer reported that the unit was not powered on. The blank screen battery is at 12volts, reading 100%. The battery was just replaced. The customer confirmed were no error codes.